Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that insulin pump received replace battery alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery alert. Timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. The new battery did not resolve issue. The insulin pump will not be returned for analysis.